Event description:
This spontaneous report was received on (B)(6) 2012, from a female consumer (age unspecified) reporting on self from the united states. The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using the o.b non-applicator tampons, vaginally for menstruation (lot number 2571m3779, frequency and expiration date unspecified). After an unspecified duration, she noticed that one of the string of the tampon broke. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a female consumer (age unspecified) reporting on self from the united states. The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using the o.b non-applicator tampons, vaginally for menstruation (lot number 2571m3779, frequency and expiration date unspecified). After an unspecified duration, she noticed that one of the string of the tampon broke. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information was received on (B)(6) 2012: the lot number provided was valid, however, due to the unavailability of the sample, the alleged defect could not be confirmed. Manufacturing and packaging batch record review was performed with acceptable results. A visual inspection of the retain sample was performed and no nonconformance or manufacturing defects were observed. The string was present and met the specification requirements on all samples inspected. A review of the complaint data associated with this complaint found no adverse trends and no trend involving this lot number. Based on the investigation results, no assignable root cause could be identified. Complaint trends will continue to be monitored. The report remains a reportable malfunction case in the united states.